Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a30017 and h14c13084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h14a30017 and h14c13084. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.